Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the site had entered the system modification form by mistake.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that a lead was implanted after the use by date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.